Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection found one broken jaw of the device. The broken jaw was returned. The reported condition was confirmed. The investigation found one broken jaw that was completely separated. Such jaw fracture can be caused by the user improperly applying excessive pulling pressure on the device while the jaw is caught under an object. The investigation identified the root cause of the reported event to be attributed to user error. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the jaw was broken and the piece was removed from the patient's cavity. A new device was used to complete the procedure. There was no patient injury.